Event description:
Twenty minutes into a routine c-section rptr went into respiratory arrest, dependent on respirator for 24 wks post-op. Two yrs later she found out "latex allergy" reaction to surgeon's gloves. Rptr is a health care worker with history of allergies to dust, mites, and molds. She gets contact dermatitis on occasion. History of vaginal itching after gyn exams.